Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they just wanted to reach out to everyone about a few incidents that were evolving into more of a trend involving our silicon temperature sensing foley catheters. It has come to our attention over the last couple days in the heart rooms that they were having an issue with their foleys staying in the bladder once the balloon was expanded after insertion. It started with one case, where their anesthesiologist and perfusionist were concerned about no urine output once on bypass. The circulator in the case looked for any obstruction or kinking in the tubing and noted that there was urine on the underbody bair hugger and the catheter was completely removed from the patient lot # ngjq3425. This occurrence has happened several times since the original incident and we have started to save the packaging so we can track some lot numbers. They reached out to the ICU and they have also had some of the same experiences with our patients post-op as well. They were considering the possibility of testing the balloon prior to insertion, but it's against our policy to do so. They could pull these catheter trays off the shelf if needed. Also, they have a latex free catheter that does not have the temperature probe for any. Patient has a latex allergy. They could definitely confirm that they have received patients postoperatively from the cvor with foleys that has fallen out, the balloon was not inflated and they find it in the bed on arrival lot #unk. Happened twice this week. Yesterday the most recent in bed 8. This has happened in heart rooms and in liver transplant rooms as well. Hx -latex allergy.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿imperfection in balloon due to process". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: b the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they just wanted to reach out to everyone about a few incidents that were evolving into more of a trend involving our silicon temperature sensing foley catheters. It has come to our attention over the last couple days in the heart rooms that they were having an issue with their foleys staying in the bladder once the balloon was expanded after insertion. It started with one case, where their anesthesiologist and perfusionist were concerned about no urine output once on bypass. The circulator in the case looked for any obstruction or kinking in the tubing and noted that there was urine on the underbody bair hugger and the catheter was completely removed from the patient (lot # ngjq3425). This occurrence has happened several times since the original incident and we have started to save the packaging so we can track some lot numbers. They reached out to the ICU and they have also had some of the same experiences with our patients post-op as well. They were considering the possibility of testing the balloon prior to insertion, but it's against our policy to do so. They could pull these catheter trays off the shelf if needed. Also they have a latex free catheter that does not have the temperature probe for any. Patient has a latex allergy. They could definitely confirm that they have received patients postoperatively from the cvor with foleys that has fallen out, the balloon was not inflated and they find it in the bed on arrival (lot #unk). Happened twice this week. Yesterday the most recent in bed 8. This has happened in heart rooms and in liver transplant rooms as well.